Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) needed assistance clearing a clb alarm in prime cycle. The baxter technical service representative (tsr) found the hp connected while in prime cycle and had disconnected a supply bag and replaced it with another bag. The tsr ended therapy and advised the hp would need to reset up again and when they were back in prime cycle to not connect until the hc finished prime cycle and the line was checked for any air. They also reminded them not to replace a supply bag in the future trying to resolve a system error (se) alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said, she was able to resume therapy after starting over with new supplies. The writer advised her against disconnecting and reconnecting supplies in the future as it is considered a breach in aseptic technique. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.